Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
No returns were available from the customer site. Accuracy testing was performed using in-house retained reagents of lot 38912ui01. Sixteen replicates of four different panel members were tested on one isystem analyzer. All values met specifications, indicating acceptable performance of this reagent lot. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect total b-hcg assay package insert and the architect system operations manual contain information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred.

Event description:
The customer states that false positive results were generated with the architect total b-hcg assay on patient samples run on an architect i1000sr analyzer: sample identification (sid) (B)(6): initial results of 1.25 and 27.11 miu/ml that retested at 1.25 miu/ml; and, sid (B)(6): initial result of 29.69 miu/ml that retested at <1.20 miu/ml. The retest result for sid (B)(6) was verified by a non-abbott immunochromatographic method. No suspect results have been reported from the lab with no patient impact.